Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced frequent hypoglycemia while using the ilet bionic pancreas, including an episode in which the cgm showed 206 mg/dl trending downward and then 171 mg/dl with a concurrent fingerstick of 112 mg/dl, after which the user calibrated and discussed meal announcements and insulin delivery with support. Symptoms included no acute health effects. Outcomes included no medical intervention, no use of backup therapy, no ketone testing, and no alarms or alerts reported. Investigation included user troubleshooting and education. Investigation of this case revealed an unclear cause for the hypoglycemia. It was concluded that the event was user-reported hypoglycemia with cause not determined and no device malfunction identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.